Event description:
Caller states that she tested on the device and received a reading of 517mg/dl. She states that based on this reading she gave herself extra insulin, type and amount not provided. She states that later she tested her blood and received a reading of lo, timeframe not provided. She drank a soda to elevate her blood glucose. No medical attention sought. No quality control results provided. Requested return of suspect device and replacement was sent.